Manufacturer narrative:
D: there are no additional device identification numbers. Primary UDI number: there is no UDI available as the device was manufactured prior to UDI compliance requirements. 6: ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported that a patient's caregiver entered the mr scan room wearing a weight vest when they became attracted and attached to the magnet. The caregiver was removed from the weight vest and magnet. The caregiver is reported to have been hospitalized with a head injury.

Manufacturer narrative:
H3: ge healthcareâ s (gehc) investigation has been completed. A patient's caregiver entered the mr scan room wearing a ferromagnetic weight vest when they became attracted and attached to the magnet. The site was reported to have had mr safety signs posted and the mr personnel present were reported to have been trained in magnet safety. The root cause was determined to be use error of inattentive staff allowing the caregiver to access the mr scan room with the ferromagnetic item. Gehc's operator documentation, describes the appropriate safety measures for personnel trained in mr safety to limit and monitor access to the mr environment and magnet room. No further actions are planned by gehc.